Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the pump was not working properly. The customer's blood glucose level was 12.2 mmol/l at the time of the incident. The customer stated that the pump does not warn him of low reservoir warning. The product was returned for analysis.